Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(6). Device manufacture date : unknown/ not available (B)(4). Device evaluation: the femtosecond laser, model j20007k, was examined and tested at the customer location by an jjsv field service specialist (fss). The fss completed the autocorrelation to resolve the issue. The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. Manufacturing records review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that due a flap difficult to lift issues with femtosecond laser system ifs j20007k procedure was not completed. Procedure was scheduled for a later date and performed on thursday, (B)(6) 2020 without adverse events for the patient. All the pertinent information were submitted.